Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Technical services (ts) was consulted and an in-office review was recommended. No adverse patient effects were reported. At this time, this device system remains in service.